Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that during use with bd ultra-fine¿ pen needles - easyflow¿/pentapoint¿ comfort the needle breaks off during injection and unable to deliver complete dose of insulin. The following information was provided by the initial reporter: I spoke to someone on the phone yesterday in relation to bd ultra fine 4mm 32g needles that one of our staff have been using that are snapping off part way through injection of her insulin.she has confirmed that she is adapting them correctly and therefore she is not getting full delivery of her insulin.the lady I spoke to asked me to get the batch details for enquiry.

Event description:
It was reported that during use with bd ultra-fine¿ pen needles - easyflow¿/pentapoint¿ comfort the needle breaks off during injection and unable to deliver complete dose of insulin. The following information was provided by the initial reporter: I spoke to someone on the phone yesterday in relation to bd ultra fine 4mm 32g needles that one of our staff have been using that are snapping off part way through injection of her insulin.she has confirmed that she is adapting them correctly and therefore she is not getting full delivery of her insulin.the lady I spoke to asked me to get the batch details for enquiry.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.